Event description:
It was reported that after an open heart surgery the patient came off pump and it was noticed that there was a "pooling" of blood at the side arm of the introducer, (blue luer fitting over the sheath). There was approximately 500ml blood loss. Clinician was able to change catheter over wire. No transfusion required. Pt condition was good condition.

Manufacturer narrative:
Device not returned.